Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. No button error alarm was noted during testing. No ramping numbers were noted on the display. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that customer attempted to deliver a bolus and buttons were stuck and numbers began to scroll on display screen. Customer then received a button error alarm when battery was changed. Insulin pump would need to be replaced.